Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Oympus (B)(4) checked the subject device and found that the reported phenomenon was caused by a strong impact such as dropping or hitting a hard object was applied. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to external force being applied to the distal end by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was a gap on the glue of the distal end. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.